Event description:
The home pt's spouse contacted baxter's technical svc ctr for assistance regarding a "check lines and bags" alarm that was rec'd during the prime cycle prior to the home pt's automated peritoneal dialysis therapy. Per initial report, the home pt's transfer set was connected to the pt line of the homechoice set during the prime cycle. Baxter's technical service ctr assisted the home pt's spouse in ending therapy early. No pt injury or medical intervention was associated with this incident, per the home pt's nurse.